Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, foreign material and signs of corrosion was found between distal end and c-cover. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because the device was not reprocessed properly due to leak caused by damage on the biopsy channel. Due to damage on ch-tube, water tightness was lost. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, foreign objects clogged the channel mount unit and came out of the distal end of the videoscope and foreign objects were found on the plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign objects clogged the channel mount unit and came out of the distal end of the videoscope and foreign objects were found on the plastic distal end cover. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.